Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone atherectomy device with a spider fx and non-medtronic 7fr sheath during treatment of a 10mmm calcified lesion in the patient¿s mid left peroneal artery of reported diameter 4mm. Slight vessel tortuosity and severe calcification are reported. Lesion exhibited 95% stenosis. Vessel pre-dilation was performed. IFU was followed. The guidewire was hydrated during prep. The guidewire was advanced over the bifurcation. Severe resistance is reported during withdrawal of the device and separation is reported on the device. No components detached. No vessel damage was noted. The procedure was completed by angioplasty. No patient injury reported.

Manufacturer narrative:
Image review: the customer provided a photo of the hawkone outside of the patient after it had been introduced to the patient. The obtained photo/image confirmed the damage of the as received device to the lab. The likely root cause could not be determined based on the photo/image received. Product analysis: the hawkone device was received coiled in pouch in a biohazard bag. Lot number on pouch was: 0010215850. No ancillary devices from the procedure were received for evaluation. Device was decontaminated with cidex opa solution soak and tergazyme soak. The hawkone was returned with damages consistent with what was provided from the obtained customer photo. The device was received with the tip/housing stretched at the proximal end. It also shows detached tecothane and guidewire lumen. After a microscopic inspection it was appears that the proximal end of the tecothane detached and folded over on itself, the grooves indicate where the inside of the tecothane melted onto the housing during production. The distal end of the guidewire lumen appears shows a longitudinal zipper tear and detached from the distal end of the housing. This damage could indicate gw interaction occurred here. The proximal end of the guidewire lumen and pet liner appear to have detached and are not present on the stretched section of the housing. A fibrous material visible within the housing. This material could be from the outer jacket of the guidewire used. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.